Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, hernia recurrence, chronic pain and revision surgery. The adverse reaction section of the instructions-for-use, supplied with the device lists hernia recurrence and pain as possible complications. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that on (B)(6) 2010, the plaintiff was implanted with the bard soft mesh in the course of a left inguinal hernia repair surgery. Attorney alleges that further to the plaintiff implantation with the product, the plaintiff suffered the development of hernia recurrence, and chronic pain. Attorney alleges that on (B)(6) 2010, (B)(6) 2017 and (B)(6) 2018, the plaintiff underwent corrective revision surgeries. It is alleged that the plaintiff "has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences." Attorney alleges that the plaintiff was left with permanent injuries including scarring, disfigurement, and chronic pain. It is alleged that the plaintiff continues to undergo medical care and treatment. It is also alleged that the device was defective.